Event description:
Call from patient regarding both pump alarming hi-pressure. After question and answer, above continues. Patient reports changed to a new cassette, patient reports filter on tubing closer to her, no clamps engaged, no end cps remain, wiped cassette and bottom of pump, new cassette and tubing placed and above continues. Patient instructed to call (!!, get piv and flolan switched to piv.